Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ error during fill tubing, preventing insulin delivery, though no on-device alerts were present; after guidance, a dry run proceeded successfully past 120 units and a full supply change was completed with insulin delivery resumed, with connectors from lot 35243 and use of prefilled cartridges. Symptoms included no clinical effects. Outcomes included no impact on health and restored therapy. Investigation included remote troubleshooting, user education, and verification via dry run and supply change. Investigation of this case revealed no device malfunction reproduced, with successful priming and delivery following replacement of disposable components, consistent with a transient occlusion or setup issue related to disposables rather than the pump mechanism. It was concluded, based on previously established findings for similar reports, that the most probable cause was user setup or disposable component issue, not a confirmed device malfunction.